Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to high impedance out of range. It was noted an impedance increase during the device system changeout. The lead was tested and confirmed to have fractured. This lead had to be replaced with a different model. No adverse patient effects were reported.